Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the oscillating saw attachment device was frozen/would not move, did not function, had illegible labelling etch, cosmetic damage and cosmetic damage-thread saw blade coupling. It was further determined that the device failed pretest for general condition, marking & labeling, check the quick coupling for saw blade, check symmetry with handpiece, check function in running mode and check the oscillation frequency with frequency meter. It was noted in the service order that the device did not work while in use with an oscillating saw attachment device and a compact air drive device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: oscillating saw attachment device, compact air drive device, (B)(6) 2022. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI:(B)(4).